Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) turns off while running. The status of the epg was not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the pacer turned off after running for a period of time. The device failed its incoming testing, at the output amp 20 milliampere an error occurred and it was noted that the main printed circuit board assembly, battery flex assembly and lead flex assembly all needed replacing. The device was returned to the customer unrepaired as the quote for repair was not approved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the generator was returned to service.